Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 597 mg/dl; the customer gave a correction bolus to address elevated bg. Reportedly the customer did not charge the pump and the battery died. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer had a hard time swallowing, which made it difficult to eat. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.